Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran slow, did not stop immediately when trigger was released, had a jammed trigger and failed power check with test bench. Therefore, the reported condition was confirmed. It was further determined that the electronic control unit and electric motor were not running properly and the trigger was jamming when pushed. The assignable root cause was determined to wear on components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery device no longer worked. It was further reported that this was possibly a motor issue. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.